Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during a shoulder repair procedure the inner tip of the blade broke off inside the joint. The tip was not found but an x-ray was taken and there was no sign of any fragment. The rep believes it was removed by suction. The blade was replaced and the case was completed with no further issues.